Event description:
Device evaluation: the device has been returned to the manufacturing facility. The balloon was not folded; there were traces of radiopaque solution within the balloon confirming that the balloon was inflated, losing its original folding. The catheter shaft was kinked in several points. A leak was identified on the distal connector tube welding. No leaks were identified all along the catheter.

Manufacturer narrative:
(B)(4).

Event description:
An attempt was made to use a reef hp pta balloon catheter to treat a lesion. Morphology details are unknown. No abnormalities reported when preparing the balloon. A leakage was reported from the connection between the balloon and the connector when the balloon was attempted to be inflated. It was not possible to inflate the balloon. Patient is well post procedure. No clinical sequelae were reported.

Manufacturer narrative:
Conclusion: evaluation in progress.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.